Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient was in the ER and was unresponsive and narcan had to be administered. The hcp believed that the pump was overinfusing. The patient had been to their managing hcp a week or two ago and the hcp gave them "a bolus to start the pump again." It was reported that the ER hcp wanted the pump stopped. No further complications were anticipated/reported.